Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump was alarming when sitting by the swimming pool. The blood glucose reading is unknown.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.